Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a no delivery alarm. The customer's blood glucose was 402 mg/dl at the time of incident. The customer's blood glucose was 302 mg/dl at the time of call. The customer stated that she treated her high blood glucose manual injections. The customer declined to troubleshoot for air bubbles, leaks, insulin and site issues and settings. The customer was unable to perform high pressure test at the time of call due to unavailability of tubing clamp. The customer was advised customer to change entire set, reservoir, insulin and treat per health care professional's instructions. The insulin pump will not be returned for analysis.